Event description:
A caller reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. The caller received guidance from technical support on performing a pump reset, and after the reset, the issue was resolved as the caller successfully started their sensor session.